Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged after the patient had an accident. The patient slipped on an icy street. This lead exhibited high threshold measurements. This lead was surgically abandoned. An attempt was made to implant a new lv lead but it was not possible due to occlusion of the vein. The patient will receive an epicardial lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.